Event description:
It was reported that the patient underwent the successful stent assisted coil embolization procedure. The patient was subsequently discharged on an aspirin and plavix regimen. The patient stopped taking the aspirin and plavix and subsequently presented with symptoms consistent with a left-sided middle cerebral artery stroke and this was confirmed on an MRI scan. The imaging also revealed that the stent was occluded due to thrombosis and it was reported that this was likely secondary to the cessation of the aspirin and plavix. No information was provided as to the treatment given but the patient was admitted into the neurosurgery intensive care unit. The patient's neurological status declined and a percutaneous endoscopic gastrostomy (peg) tube was placed. The peg tube became infected and required numerous revisions. The patient's condition continued decline and the family gave informed consent to withdraw care. The patient subsequently expired; date and cause of death were not provided.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombosis, stroke and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(4) - in-stent thrombosis.

Event description:
It was reported that the patient underwent the successful stent assisted coil embolization procedure. The patient was subsequently discharged on an aspirin and plavix regimen. The patient stopped taking the aspirin and plavix and subsequently presented with symptoms consistent with a left-sided middle cerebral artery stroke and this was confirmed on an MRI scan. The imaging also revealed that the stent was occluded due to thrombosis and it was reported that this was likely secondary to the cessation of the aspirin and plavix. No information was provided as to the treatment given but the patient was admitted into the neurosurgery intensive care unit. The patient's neurological status declined and a percutaneous endoscopic gastrostomy (peg) tube was placed. The peg tube became infected and required numerous revisions. The patient's condition continued decline and the family gave informed consent to withdraw care. The patient subsequently expired; date and cause of death were not provided.